Event description:
Clinical trial. It was reported that 200 days after a coronary artery treatment procedure, the patient experienced angina. The lesion was a 3.0mm, 75% stenosed, 10.0mm long portion of the proximal left anterior descending (prox lad) a graft vessel. The physician treated the lesion with direct placement of a 3.0x12mm study stent and post dilated with a 3.0x24mm balloon at 24atm. Ivus was performed and it was good. Two days later, the patient was discharged. At 200 days after the index procedure, the patient experienced angina. The angina pain had not disappeared, but stenosis was not confirmed with cag 42 days later. The patient entered the hospital for follow up. The physician said the relationship of the angina to the taxus stent is unknown. The patient remains on bayaspirin, and panaldine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.